Event description:
It was reported that the lead was misplaced by 8 mm during the initial implant procedure. The patient's device was placed at high amplitude and pulsewidth to compensate. The patient had a charge density warning on the programmer. If additional information is provided, a follow up report will be sent.

Manufacturer narrative:
(B)(4).